Event description:
It was reported that the patient had been experiencing intermittent stimulation that was, at times, position dependent. Impedance testing showed that contact 6 had high impedances with a value of greater than 10,000 ohms. Contact 6 had been being used as a cathode. The implantable neurostimulator (ins) was reprogrammed to not use contact 6 and the patient was happy with the results. The stimulation was covering all of the patient¿s pain areas after reprogramming. No further follow-up was planned.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).